Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Manufacturer year 2016. (B)(4). The system was evaluated by a field service engineer. The field service found no issues with the unit. All modes of operation and calibrations were verified, and no failures were detected. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, a capsular tear occurred on the operative eye resulting in a vitrectomy procedure and an incision enlargement. In addition, it was reported the vitrectomy function was not working well. The procedure was completed and a three-piece intraocular lens (iol) was implanted in the sulcus.

Manufacturer narrative:
Additional: in initial report, the manufacturer year was only provided, however the full date is 02/06/2016 all pertinent information available to johnson & johnson surgical vision, inc has been submitted.